Event description:
On (B)(6) 2012 the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her daughter) alleging the patient's onetouch ultralink meter was not communicating with her insulin pump. The medical surveillance specialist (mss) was unable to follow up with the reporter. This complaint was classified based on the customer care advocate (cca) documentation. On approximately (B)(6) 2012 at 6pm, the reporter alleged the issue first started. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated on (B)(6) 2012 at 6pm the patient was confused, and forgot to put the insulin pump back onto her body and skipped her usual medication. On an unknown date and time, the reporter stated the patient was "lethargic, vomiting, had a headache, ketones in urine and was confused." The reporter stated on (B)(6) 2012 at 2:45am, a reading of "438mg/dl" was obtained on the lfs meter and a reading of "458mg/dl" was obtained on an emergency medical services (ems) meter. The reporter stated the patient was transferred to the emergency room (ER) where she was given potassium, IV fluids, and dextrose50 (d50) by a healthcare professional (hcp) during the time of troubleshooting, the cca confirmed that the patient was able to have an actionable result (reading unknown). The cca noted that the result flashed and the "pump comm" feature was not turned on. During a walk through re-test, the alleged issue was resolve with training. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. The test strips were not tested because the alleged issue refers to the meter only. Based on the provided information at this time, it is unclear how the communication issue can lead to the patient's symptoms since the communication between the meter and the pump does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the communication issue occurred and required treatment from a hcp.

Manufacturer narrative:
(Device evaluation) (B)(4) 2012: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. The test strips were not tested because the alleged issue refers to the meter only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.